Event description:
It was reported that when the footswitch was activated the beam was emitting out the end of the fiber during a prostate procedure. The procedure was completed utilizing another fiber. The patient was reported to be stable.

Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Analysis of the device revealed the glass cap has a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge. The fiber proximal to fracture can rotate independently of outer flow tubing. The glass cap exhibits severe devitrification at output window. The outer flow tubing open end exhibits minor scratch marks. Based on device analysis, the potential for forward firing may exist. It is probable that cap wear was accelerated due to heat accumulation caused by anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. This would cause reduced vaporization efficiency. Cap wear acceleration lead to the possibility of glass cap fracture. The identified issues noted above may activate the fiberlife function which would modulate the power showing a pulsing beam or system would be placed into standby mode. An evaluation conclusion code of known inherent risk of the device was assigned to this investigation.

Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. As of today, the subject device has not been returned; therefore, no physical or visual analysis of the product could be performed. Based on the information available an evaluation conclusion code of cause not established was assigned to this event.

Event description:
It was reported that when the footswitch was activated the beam was emitting out the end of the fiber during a prostate procedure. The procedure was completed utilizing another fiber. The patient was reported to be stable.